Event description:
The technician alleged the brake casters are not locking when the brake pedal is engaged. No patient impact.

Manufacturer narrative:
The technician found the brake hex rod is missing screws to attach to the brake linkage causing linkage to move over lower frame and not allow linkage to fully engage the brake casters. The technician replaced the brake hex rod to resolve the issue.